Event description:
Device issue: none. Adverse event: infection. Time of adverse event: 1 to 2 weeks post procedure. It was reported that a physician trained in the use of the proglide device achieved uneventful arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, one week post-procedure, the pt returned to the emergency room with a small infection in the right groin. The infection was treated with oral antibiotics and the pt was felt to be fine and sent home. Then one week later, the pt returned to the emergency room and the infection had become a "full" infection at the arteriotomy site. The pt taken to surgery and the infection area was surgically cleaned. The proglide suture remained in the groin. A culture was taken from the area and the results revealed the infection was (B)(6). The physician does not feel the infection was caused or contributed by the proglide sutures. There were no reported adverse pt sequelae. Though requested, no additional information was provided.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.